Event description:
It was reported that a vns pt had the lead and generator removed due to infection. The pt was not re-implanted. Good faith attempts to obtain additional information from the pt's physician have been unsuccessful to date. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. The explanted lead and generator were returned to the manufacturer for analysis. Product analysis for the explanted lead has been completed and the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since a portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis of the explanted generator has not been completed at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.